Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 55-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s history was unknown. Upon arrival to the transfer hospital, urine output was minimal at <30 ml/hr and red in color. Laboratory samples returned hemolyzed. The team was encouraged to perform echocardiography for device-position verification, which they planned to complete once the patient was stabilized; however, the care team was pursuing discussion with the family regarding do-not-resuscitate (dnr) status and possible transition to comfort measures. Care was withdrawn, and the patient expired. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by the underlying ami/cgs physiology, severe hemodynamic instability, renal dysfunction, and potential device-position¿related factors. The device is conservatively being reported for death; however, the patient's death is most likely attributed to the underlying ami/cgs and profound hemodynamic compromise associated with scai shock stage e.

Manufacturer narrative:
B5: additional event description added. D1: brand name updated.

Event description:
Additional information from the complainant reports "this device is not available to be returned."

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.